Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was unable to be placed due to the vein being occluded by the chronic right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.